Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Service review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the moving parts of the trigger not moving smoothly identified during service and evaluation was confirmed. It was further determined that the loose turn knob issue was due to a design error, which has been escalated to a CAPA. The assignable root cause for all the other defects was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the battery oscillator device. It was determined that the mechanics were damaged, the swing fork was worn, and the turn knob was loose. It was further observed that the device failed visual inspection. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades and check for sticky trigger. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.